Event description:
The customer reported that the system was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The aec board was evaluated and replaced, and the aec files were reloaded. The kv control board was programmed. The system was tested and found to be working as intended and returned to service.